Event description:
The monitron ii is an airway monitoring device that works with the vdr4 ventilator. The monitron ii screen has a history of going blank and resetting. During the reset period the airway pressure and waveforms are not being monitored. Both of our monitron ii's have the same reset problem and have been sent to percussionaire for service. After returning from service they will still reset during use.what was the original intended procedure?ventilation for a critical picu patient.